Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The result of the evaluation was that there was too much play in the left arm and the left wheel was out of round causing it to rub on the left arm, which confirmed the original complaint issue. Should additional information become available, a supplemental record will be filed.

Event description:
Customer called in and states that she is having issues with the chair, she states that the left armrest is loose and it is pushing against the left tire and that the whole chair is wobbly and not safe per the customer.